Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor resistor. Insulin pump passed the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion and occlusion tests. Unable to perform the no delivery tests due to prime anomaly. No motor error alarm during testing noted. Motor passed motor test. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was 278 mg/dl. During troubleshooting, device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.